Event description:
It was reported that this pacemaker was successfully implanted. Three days later during a post-implant follow up, the physician had performed the normal interrogation and lead tests. Then, the device reverted to safety mode operation. No adverse patient effects were reported. The device remains implanted and in service. Additional information was received from the distributor representative. The device was explanted and replaced that day. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.

Manufacturer narrative:
This report will be updated when additional information is received. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that this pacemaker was successfully implanted. Three days later during a post-implant follow up, the physician had performed the normal interrogation and lead tests. Then, the device reverted to safety mode operation. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
This report will be updated when additional information is received.